Event description:
During initial inspection at the foreign subsidiary, the auxilliary power outlet was at lower than the expected voltage. The associated circuit breaker was in the open condition. The components were replaced and specified function was restored. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded. Device repaired and returned.